Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during rewind. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the keypad cover was lifted at the ok button and all buttons were responsive during investigation. The keypad cover was removed to find no contamination under the button contacts. The battery compartment was cracked to the left of the bumper pad the threads down to the case seal. Additionally, the audio bolus button cover was damaged/punctured but was responsive during investigation. A bad display flex was found and a vertical line through the display was found due to missing pixels. A test display was installed and was clear a legible. (B)(4).